Event description:
It was reported that during a bronch med & thoracotomy procedure, the device did not fire correctly, leaving an incomplete staple line. Another like device was used to complete the case. There was no patient consequence.